Event description:
It was reported that the customer experienced a low blood glucose (bg) level in the 40 mg/dl range. The cause of the low bg was unknown. Customer consumed carbohydrates to address low bg. Recommendation was made to discuss diabetes management with a health care professional.